Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reports: protime system inr 3.9. Unspecified reference system inr 5.9. Patient therapeutic range 2.0 - 3.0 inr. No reports of adverse events, serious injury, or intervention.